Manufacturer narrative:
Correction: d9. E2, e3 ¿ repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation was unable to determine the exact cause of the b30 error. However, the failure may have been caused by a poor connection due to debris on electrical contacts on either the endoscope or light source or failure of the light source slider switch. Wear of the slider switch was confirmed, which may have affected communication with the endoscope. Instructions for use (IFU) instructs the user of the following: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residues, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and / or dirty electrical contacts, the endoscope and light source may malfunction." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus and the evaluation was unable to confirm the customer¿s allegation of the b30 error. During evaluation, the subject device was tested with a cv-190 video processor and various test scopes (ltf-s190-5, ltf type vh, gif-h180, gif-h190 and cf-hq190l). The video image was displayed and the b30 error was not observed. The device evaluation found a worn out scope socket slider, which had caused intermittent use of the high intensity mode and the lamp required replacement as it was almost expired and the light output was below specifications. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, a b30 scope communication error was observed on the evis exera iii xenon light source when connected to scopes. There were no reports of patient harm associated with this event.